Event description:
Caller reported that they did not observe any insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by changing the infusion set and cartridge, successfully resuming insulin. Consequently, the customer requested replacement infusion sets and cartridges, which technical support agreed to send.